Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. A 12.0 x40, 75cm charger balloon catheter was advanced for dilatation. However, during inflation at above nominal pressure, the balloon ruptured and opened like an umbrella which made the balloon difficult to be taken out from the patient's body and through the sheath. The device was able to be removed intact from the patient's body and no balloon fragment were left behind. No patient complications were reported.